Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient experienced urinary retention post procedure, which resolved shortly thereafter. On (B)(6) 2011, the patient presented with a small mesh exposure, approximately 3-5 mm to the right side of the midline. The mesh was trimmed and tended to at the physician's office. On (B)(6) 2011, the patient presented with complete recurrence of cystocele. She was then referred to a specialist and has not been seen by her physician since. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.